Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2016-06447. Follow-up information revealed the patient underwent surgical intervention at which the leads were explanted and replaced. Reportedly, the patient has effective therapy and the issue is resolved.

Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-06447. It was reported the patient is experiencing a loss of stimulation from her scs system. Diagnostic testing revealed high impedance readings on all lead contacts. Reprogramming was unable to resolve the issue. Surgical intervention may be undertaken to address the issue.